Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed both batteries to pass. The batteries measured 12.9 volts direct current (vdc) and 13.0 vdc upon receipt (13.2 vdc is typical). Conductance measurements were 513 siemens (s) for the first battery and 528s for the second (both passing). Both batteries were charged for one hour, after which both batteries showed a full charge status. A discharge test was performed and the batteries passed by supporting the load for 63 minutes (53 minutes minimum requirement). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries failed release testing by falling below 13 amp hours (ah). There was no patient involvement.